Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient had their ins removed and replaced. They stated that the patient¿s affected lead was also removed, but unable to be replaced as the physician was unable to get a replacement lead to the to correct location at the arete surgery center on 2018 (B)(6). The rep stated that the patient will be referred to a neuro-surgeon for a paddle lead placement. It was noted that the explanted devices were disposed and are unable to be returned. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins).it was reported that patient complains of lack of therapy on left side back/ hip/ leg. This started after fall on (B)(6). Impedances test revealed that only functional electrodes on left side lead were 33,4,7 all others were greater than 40,000. Patient could not feel any stimulation at max amplitude functional electrodes. Rep reprogrammed right lead and was able to provide some coverage to left side body. Hcp will schedule lead replacement and ins replacement. Contributing factor to the issue was the patient's fall. The issue has not been resolved at the time of this report. Patient had bilateral back leg and hip pain. No surgical intervention occurred. Surgical intervention planned. Patient is alive with no injury. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Summary report indicated patient implantable neurostimulator (ins) is for failed back syndrome and electrodes were out of range. Ins status was ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.